Event description:
It was reported that the infusion set was leaking at the headset which lead to the surroundings of the cannula being wet with insulin.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.